Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic knife was found to be blunt during surgery in intra ocular lens (iol) implant. Procedure was competed on the same day and patient impact is unknown.